Manufacturer narrative:
It was noted that the centrifugation speed appears too fast. The field service engineer found that the mixer speed in the reagent pack was lower than specification. He adjusted the mixer speed. Calibration and qc tests were run with acceptable results.

Event description:
The initial reporter received questionable elecsys vitamin b12 immunoassay results, for 11 patients, from the cobas e 411 disk immunoassay analyzer. There were 2 reagent lots used: the reagent lot number was 38495501 with an expiration date of 31-jan-2020. The reagent lot number was 39667501 with an expiration date of 31-may-2020.